Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "delivery too slow" alarm message. Accuracy testing and a check of the delivery settings were conducted. The reported issue could not be duplicated due to the pump needing a high flow cassette. The event log showed multiple entries of downstream occlusion alarm as the cause of abating delivery. Three accuracy tests were also done, all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was displaying, "delivery fell behind and will be made up" as well as "delivery too slow" messages. There was no patient injury.